Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose. The blood glucose was 1,000 mg/dl. The customer was wearing the insulin pump at the time of the event. She declined to troubleshoot for the issue and stated the blood glucose ran high due to a bent cannula. The insulin pump was not replaced or returned for analysis.